Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error alarm and blank display. Customer's blood glucose value was unknown at the time of the incident. The customer stated that display was blank currently. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Power error noted due to connector resistance issue electrical board. No blank display, no post-reset ram crc alarm or delivery anomalies noted during testing.